Event description:
A report was received that the patient was not able to charge the ipg. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that there will be no further course of action at this time.

Event description:
A report was received that the patient was not able to charge the ipg. The patient will undergo a revision procedure.

Manufacturer narrative:
.